Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and the clip jammed. The clip was in the jaws of device and it was noted that the jaws were not aligned. This happened on the third or fourth firing. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4).